Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (damaged te, check belt messages, check te pad messages) have been confirmed. Upon investigation the belt failed incoming functionality testing and the cable connecting ECG 'c' and ECG 'd' was pulled from the strain relief. The cause for the test failure and the alarms was the pulled cable. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged therapy electrode (te) and experienced adjust belt and check te pad messages.